Event description:
Report rec'd of an underdelivery of 5fu. The pump was programmed to deliver at a rate of 6ml/hr, in the continuous mode, with a container size of 168ml. The pt was receiving a 2-day therapy which requires the pt to receive 22 hours of 5fu, return to the clinic for an infusion of leucovorin then return home for another 22 hour infusion of 5fu. The pt returned to the clinic after the initial 22 hours of infusion. At this time it was discovered that 52ml had infused and not the intended 132 ml. The pump display indicated an empty container; however, there was approximately 116ml left in the bag. The doctor was notified and the pt was given another 22 hour treatment of 5fu with a different pump. The pt's treatment regimen ran for 3 days instead of the intended 2 days. The pump was removed from clinical service. The pt did not experience any adverse effects.